Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not able to adjust stimulation due to the settings not available screen appearing. The patient stated that they have groups a, b, and c available, and have previously tried increasing stimulation for groups a and b. The patient noted seeing settings not available for groups a and b. Patient services reviewed the settings not available screen and considerations with troubleshooting. The patient tried increasing stimulation for group c on the phone, but reported seeing settings not available. The patient stated the ins battery was at 70% and the controller battery was at 50%. The patient noted that they were able to change stimulation for program 1 (under group c) from 3.9ma to 3.8ma. The patient was redirected to meet with their healthcare provider (hcp) or possible a manufacturer representative (rep) to address the issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient services forwarded a message to the field, and reviewed expectations with getting a response. No symptoms were reported. Additional information was received from the patient and it was reported that pt called back and stated that she met with a rep yes terday and she thought the rep had fixed the issue but pt stated she is still seeing "settings not available" message when she tries to increase stimulation on all available groups. Additional information was rec' d from the rep. It was reported that patient is seeing screen 59, settings not available. Caller stated they believe they vaguely remember that contacts 13 and 14 may have been showing high impedance but didn't think they were being used in programming. Patient reported they woke up to pain and their device said settings not available. Patient fractured their hip and its a shame that when patient needed the device most, it doesn't work. The issue was not resolved. Patient mentioned their dissatisfaction with rep. The patient presented to the office on 2021-jun-03 because they were not getting enough pain relief, and the battery drained to where the stimulation shut off. The manufacturer representative became aware of the high impedance values on 2021-jun-03. Electrode 13 displayed 40,000 ohms, and electrode 14 had an impedance value of 39,470 ohms. The manufacturer representative changed the patient to low dose stimulation which covered the low back, legs, and foot pain. This also extended the recharge interval. The physician confirmed with the patient that the spinal cord stimulation will not improve the pain from the hip fracture or the arthritic knee pain. The patient's weight was not noted by physician at the appointment.